Event description:
It was reported via repair work order that the foot end wheels of the cot go down only halfway and cannot be locked due to an issue with the gas cylinder. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.